Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 456 mg/dl. Customer other relevant blood glucose level was 450 mg/dl, 289 mg/dl, 200 mg/dl, 190 mg/dl, 180 mg/dl, 200 mg/dl, 299 mg/dl. Fill cannula was recorded in daily history. Customer also stated that the insulin pump had pump error hardware low level failures and the motor arm cannot communicate with the main arm. Customer was able to successfully clear the alarm and did not receive request to rewind insulin pump. Self test was passed. The device will not be returned for analysis.